Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when inserting the rod in the instrument, is the rod in situ is no longer fixed to the instrument. There was no report of a surgical delay. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Instrumedical technologies manufactured the rod introducer, part number 03.616.048, lot 6970077. Initially, the part conformed to the supplier¿s certificate of conformance and to the synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. The part appears undamaged and functional. Due to an unknown cause, it was reported that when inserting the rod in the instrument, is the rod in situ is no longer fixed to the instrument. Upon receipt, the part appears undamaged and functional. All relevant parameters were tested and found to be within specification. Based on the evaluation and the unknown cause, this complaint is considered unconfirmed and is not manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.